Manufacturer narrative:
(B)(4). It was determined that a device evaluation is not necessary as the patient's death was unrelated to pump therapy and there were no allegations of malfunction.

Event description:
The patient's death was unrelated to pump therapy and there were no product issues. The pump was explanted and returned. Explant date is unknown.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired on (B)(6)2016. The physician was not notified until sometime after the patient's death. The cause of death is unknown. It is unknown if the patient's death is related to pump therapy.